Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) wouldn¿t advance and button #1 got stuck. The device was inserted into the 5f non cordis sheath without difficulties but the physician pushed #1 down and it got stuck and the balloon could not be deflated all the way. Hemostasis was achieved with manual pressure for fifteen minutes. There was no reported patient injury. The device was tested prior to going into case and was fine. There was no visible bent/damage in distal end of the balloon shaft after removal, to the best knowledge of the user. There was no kink/bend in the sheath. The user is mynx certified. The femoral artery¿s suitability was verified on angiography and ultrasonography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. The patient did have a high body mass index (bmi). The device was not returned for evaluation, as was initially reported.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: h11 complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) wouldn¿t advance and button #1 got stuck. The device was inserted into the 5f non cordis sheath without difficulties but the physician pushed #1 down and it got stuck and the balloon could not be deflated all the way. Hemostasis was achieved with manual pressure for fifteen minutes. There was no reported patient injury. The device was tested prior to going into case and was fine. There was no visible bent/damage in distal end of the balloon shaft after removal, to the best knowledge of the user. There was no kink/bend in the sheath. The user was mynx certified. The femoral artery¿s suitability was verified on angiography and ultrasonography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. The patient did have a high body mass index (bmi). The device was not returned for evaluation, as was initially reported. The reported events of ¿button #1-frozen/locked¿ and ¿balloon-deflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the stuck button 1 and deflation issue reported. However, patient factors (high bmi) and/or procedural/handling factors are possible since there were no issues reported during prep of the balloon and a high bmi can result in a challenging angulation that can result in resistance during sealant deployment. According to the instructions for use (IFU), which is not intended as a mitigation, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension.¿ also included in the IFU, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing.¿ it should be noted that viscous contrast solution might cause difficulties when inflating/deflating the balloon and/or delay the balloon¿s inflation/deflation time. Based on the information available for review, there is no indication that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.